Event description:
It was reported that during a sling procedure, the plastic sheath of the device was soft and weak and that it was difficult to guide through the obturator opening. When the physician tried to pull the mesh into place, the sheath broke. The physician opened a new kit, and no adverse patient outcome was reported.

Manufacturer narrative:
Conclusions: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.